Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (missing response button covers) has been confirmed. Upon receipt, both response button covers were missing and the dome on the front response button was missing. The front response button was found to be nonfunctional. The cause of the nonfunctional response buttons was physical damage to the switches. The metallic domes had been peeled off both switches. The root cause of the physical damage cannot be positively identified. No adverse event resulted from the inoperative response button. The pt was issued a replacement monitor.

Event description:
A (B)(6) female pt's mother, contacted zoll customer support to report that the response button covers had come off of the monitor. The pt was issued a replacement monitor.